Manufacturer narrative:
Updated data: h6 - method, results and conclusion codes h10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No valve implantation procedure images were available for medtronic to review and the valve remained implanted, so product analysis could not be performed. The medical safety assessment was performed. The excerpt of the subject matter expert (sme) review report follows: upon review of the information provided, the primary event of death is assessed as likely not related to the evolut pro+ valve. The patient decompensated prior to the valve implant, during coronary angiography. The pro+ valve was successfully placed as a bail out attempt during resuscitation efforts. The physician noted likely cause of death as right heart failure. Death is a known potential risks associated with the implantation of the evolut pro+ valve and all reported adverse events and severities are documented in our risk files and instructions for use. No further safety assessment is required at this time. Hemodynamic instability can be the result of effects such as low cardiac output and hypotension, which are known potential adverse events per the device instructions for use (IFU). Conduction disturbances are known potential adverse effects per the device IFU. Factors that may impact the development of conduction disturbances include baseline conduction defects and anatomical considerations. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. Per the medical safety assessment, these events are likely not related to the evolut pro+ valve, as they occurred prior to the valve implant during the coronary angiography. Per the physician's opinion, the cause of death was right heart failure. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a 23 millimeter (mm ) non-medtronic valve, the valve was successfully loaded and verified via fluoroscopy. A coronary angiography was performed. After the coronary angiography, the patient was hemodynamically unstable and resuscitation was required. Resuscitation took 35 minutes. The patient was shocked several times with no positive results. An echocardiogram revealed no pericardial effusion. The valve was implanted under resuscitation. The hemodynamics stabilized for a short time after the valve implant. Oxygenation rapidly decreased. The patient could not recover and asystole was reported. The patient died. Per the physician's opinion, the cause of death was right heart failure.